Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device reporting low battery before expiry. There was no patient involved in this event.

Event description:
Device reporting low battery before expiry. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2019. The pad-pak (lot a3310) was manufactured as part of a lot of 200 on the 15th may 2019. The device was returned with the reported fault of ¿low battery before expiry¿. Upon receipt the returned pad-pak was found to be depleted beyond any use. This had resulted in the device failing self-tests due to a low battery. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led as per the reported fault. The device current drain and battery monitoring circuitry were verified during the course of the investigation. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. One of the cells in the returned pad-pak was measured and found to have failed information from the history log indicates the pad-pak was installed in the device on the 31st july 2019. The device successfully performed all weekly auto self-tests up to the 24th november 2019, with consistent voltages recorded. A significant drop in voltage was recorded on the (B)(6) 2019. As the device current drain was verified during the investigation, and due to only one cell being depleted, this would indicate the depletion of the returned pad-pak was due to a single failed cell. This had occurred after the (B)(6) 2019. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p device.